Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) patient with a bioprosthetic valve, implanted in the tricuspid position for seven (7) years and three (3) months, underwent a valve-in-valve procedure due to degeneration leading to severe stenosis with no regurgitation. An edwards transcatheter valve was implanted through a jugular approach. The patient is doing well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.